Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the lesion biopsied was 2.3cm and located in the right upper lung along the pleura. Following the biopsy procedure, a pneumothorax was identified via a chest x-ray. The initial size of the pneumothorax was large, so a chest tube was immediately placed to resolve the lung collapse. The patient experienced chest pain and was hospitalized for six days before being discharged home. The physician believed that the ion system did not contribute to the development of a pneumothorax. It was reported that the pneumothorax was a result of the lung biopsy and is an anticipated complication that is conveyed to all of the physician's patients. It was believed that the pneumothorax could have occurred via another modality. The customer did not report any malfunction of the ion product. A malfunction of an ion product did not occur.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 24-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for six days before being discharged home. The cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.